Manufacturer narrative:
Result: obstruction detection and correction assembly. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that the synchron lxi 725 clinical system was leaking yellowish fluid from the modular chemistry side of the instrument. The leak was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. Bec field service engineer (fse) inspected the system and determined the source of the leaking fluid was the obstruction detection and correction (odc) assembly on the modular chemistry sample probe. The fse replaced the odc assembly and resolved the issue. The fse verified the service activity per established procedures and the results met the published performance specifications.